Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned to dexcom for evaluation. Device evaluation was completed by animas on 02/19/2016. Investigation results were received by dexcom on 02/19/2016. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a permanent out of range signal. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. No additional patient or event information is available.